Event description:
It was reported that a touchscreen on a device was cracked there was no reported adverse impact to the customer's blood glucose level. The distributor confirmed that the screen was broken, and while the device powered on, the screen remained black. The customer reverted to an alternate form of insulin therapy.